Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's output time of sync r wave was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log showed evidence that the customer performed the test that gave an incorrect r-wave delay time incorrectly. The device was recertified and returned to the customer. No trend is associated with reports of this type.